Event description:
At the first pump refill visit, the expected reservoir volume was 11.5 mls; the actual volume was 18 mls. The pt's caregivers reported a lack of therapeutic benefit. The health care professional planned to do a radio opaque dye test to test the patency of the catheter and the connections. There was no pt injury. The pump was used to deliver baclofen. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
The serial number of the device is included in the synchromed ii missing propellant recall and physician communication dated 2008.